Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient presented with the following diagnosis: lumbar spondylosis. On (B)(6) 2009: other implants that were used in the surgery were: alif spacer by musculoskeletal transplant foundation. On (B)(6) 2009: x-rays of the lumbar spine were performed, which showed no additional collapse. On (B)(6) 2009: x-rays of the lumbar spine were performed, which showed that it was healing up very nicely. On (B)(6) 2009: the pangea implants that were used in the surgery were: (55mm rods) x 2; (45mm x 6mm screw) x 4; (40mm x 6mm screw) x 2; (locking caps) x 6. There were no complications reported.

Event description:
It was reported that on (B)(6) 2006: the patient presented for a lumbar epidural steroid injection due to continuous low back pain radiating to the right hip. . MRI shows disc bulge at l3-4, stenosis at l4-5, disc bulge at l5-s1. (B)(6) 2006: the patient presented for repeat lsi due to degenerative disk disease with focal herniation at l5-s1 and facet degeneration. (B)(6) 2006: the patient presented with back pain, worse on the right side. Examination of the back reveals point tenderness at approximately the l4-5 facet joint on the right. MRI findings show degenerative disk disease and probable herniated disk at l5-s1. There is also some mild central canal narrowing/ spinal stenosis at l4-5 associated with facet degeneration at that level. Impression: spinal stenosis, degenerative disk disease, facet degeneration. The patient underwent a repeat lesi plus right l4-5 facet joint injections. (B)(6) 2008: the patient presented with a preoperative diagnosis of left l4-5 herniated disc. The patient underwent an l4-5 microdiscectomy on the left. (B)(6) 2008: the patient was discharged home in stable condition. (B)(6) 2008: specimen from the patient¿s procedure was analyzed. Findings: l4-5 disc tissue, degenerative fibrocartilage. (B)(6) 2009: the patients preoperative diagnoses was l4-5, l5-s1 stenosis, spondylosis with recurrent stenosis at l4-5. The patient underwent the following procedures: l4-5 decompression; l5-s1 decompression; l4-5, l5-s1 anterior lumber interbody fusion; application of anterior lumbar spacer at l4-5 and l5-s1; allograft rhbmp-2/acs protein at l4-5 and l5-s1; anterior plate fixation at l4-5 and l5-s1. Per the op notes, the endplates were rasped, then template for appropriate size spacer, which was obtained, packed with rhbmp-2/acs and placed in the interspace at l4-5. At l5-s1, following decompression, the endplates were rasped, template for another spacer, which was again packed with rhbmp-2/acs and allograft placed in the interspace at l5-s1. Following placement of plate, cross-table lateral x-ray showed excellent placement of bone graft in place, packed additional rhbmp-2/acs and allograft in around our spacer. No complications were reported. (B)(6) 2009: specimen from the patient¿s operation was analyzed. Diagnosis: l4-s1 disc material, degenerative fibrocartilage and bone. (B)(6) 2009: the patient was discharged home in stable condition. (B)(6) 2009: the patient presented for post-operative follow up. The patient fell and started having significant pain and swelling in his legs. X-rays show he did slightly compress the l5 vertebral body from the fall. Diagnosis: status post anterior lumbar interbody fusion, lower extremity swelling . (B)(6) 2009: the patient presented with a collapsed body of l4 slightly. (B)(6) 2009: the patient presented with x-rays for evaluation. Show good placement of bone graft with no additional collapse and there is early incorporation of the bone graft. (B)(6) 2009: the patient presented with significant pain . (B)(6) 2009: the patient presented for MRI of the lumbar spine due to low back and left hip leg pain . Impression: l1 disc desiccation; degenerative disc and joint disease at the l3 level with mild central canal stenosis; surgical anterior fusion of l4-5 and l5-s1; mild enhancement anterior to the thecal sac at the l4 level thought to represent perineural fibrosis ; signal alteration involving the l4 and l5 vertebral bodies thought to be secondary to the patient¿s surgery. (B)(6) 2009: the patient presented with MRI for evaluation. MRI shows really significant neural compression behind the body of l4. It almost has the same signal intensity as bone. Surgeon does not know if it is excess fusion from his anterior fusion or scar tissue. It does not have signal consistent with disc. (B)(6) 2009: the patient presented for a CT scan, post myelography, of the lumbar spine. Impression: solid interbody fusion at l4-5 and s1; prominent disc bulge at l5-s1 versus small disc herniation with an additional disc bulge versus an additional disc herniation at l4-5 with more decrease in capaciousness of the canal at l4-5 measuring 9.8 mm than at l5-s1; prominent nerve roots suggesting arachnoiditis extending from the l3-4 level inferiorly. Myelogram was consistent with these findings. (B)(6) 2009: the patient presented with significant radicular symptoms, especially on the left side. (B)(6) 2009: the patient presented with a preoperative diagnosis of previous anterior fusion l4-5, l5-s1 with significant stenosis and possible pseudoarthrosis. The patient underwent the following procedures: l4-5, l5-s1 evaluation of fusion; l4-5, l5-s1 decompression; l4-5, l5-s1 posterior spinal fusion; allograft chips, l4-5, l5-s1; autograft, local spinous process and lamina; bone marrow aspiration from left iliac crest; segmental instrumentation l4-s1 with pedicle screw system; emg to extremities with hourly monitoring. Per the op notes, using towel clip, they grabbed the spinous process. There was continued obvious motion at both l4-5 and l5-s1 consistent with pseudoarthrosis. (B)(6) 2009: the patient¿s specimen from the procedure was analyzed. Diagnosis: l4-5 spine tissue, degenerative changes. (B)(6) 2009: the patient was discharged home in stable condition. (B)(6) 2010. The patient presented for follow up of his lumbar decompression and fusion. X-rays show good placement of the hardware. It looks like he is getting a nice fusion. He does have some degenerative changes above. (B)(6) 2010: the patient presented following a fall where he hit his mid back on a coffee table. He has a lot of soreness and muscle spasm there. X-rays show good fusion occurring. (B)(6) 2010: the patient presented with left leg weakness , radiating left hip pain down to foot, back pain. X-rays obtained show some diffuse degenerative changes, no evidence of instability or fracture. MRI scan did not show any recurrent disk herniation, but is having irritation at l4-5 again. (B)(6) 2010 : the patient presented due to bilateral ankle early arthritis. X-rays shows some ankle joint line narrowing but otherwise looks good. (B)(6) 2011: the patient presented following a fall with an injured hand, bilateral ankle arthropathy, and 5th metacarpal neck fracture (x-ray supported). The patient was injected with 1 cc of steroid marcaine lidocaine combination in each ankle. (B)(6) 2011: the patient presented with thoracic pain, muscle spasm, increased pain with standing, lower back pain, left leg pain to the first and second digits with numbness. The patient has decreased range of motion in the lumbar and thoracic spine. X-rays taken show l4-5 and l5-s1 fusion which appears to be very solid. He has degenerative changes above with a little bit of retrolisthesis of l3 on l4. He has some degenerative scoliosis, as well. He does have some significant disc collapse or vertebral body collapse at several levels in the thoracic spine, where he seems to be having most of his pain. Diagnosis: lumbar spondylosis and scoliosis, with disc collapse or vertebral body collapse at several levels. (B)(6) 2011: the patient presented with bilateral ankle osteoarthritis. The patient underwent 1 cc steroid marcaine lidocaine injection. The patient also underwent an MRI of the lumbar spine. Impression: l4-5 and l5-s1 decompression and fusion surgery, there is no central canal narrowing. The canal is more distended and patulous now that it was (B)(6) 2009, there is still bony exit foraminal narrowing at these levels similar to the previous exam; l3-4 disc is slightly more desiccated, there is now retrolisthesis and broad based disc bulging that was not present previously. The patient also underwent MRI of the thoracic spine. Impression: thoracic cord appears within normal limits; kyphosis, multiple vertebral bodies have a shorter anterior than posterior cortex, likely the result of the kyphosis; at t9, there is increased water signal on the cephalad and caudal anterior vertebral cortex, this is compatible with mild edema which may be related to slight recent compression of the vertebral body. However, a large amount of edema within the vertebral centrum is not seen. (B)(6) 2011: the patient presented with MRI scans. Scans of the lumbar spine show some worsening stenosis above his fusion at l3-4, more so on the left, which matches up with some of his left leg pain. Scan of the thoracic spine shows an acute t9 compression fracture with increased signal in the vertebral body consistent with an acute fracture from his fall. The patient underwent a bone density scan as well that showed at l1-2, he has a t-score of -2.0, which is fairly low, his fracture rate is high. (B)(6) 2011: x-rays taken of the thoracic spine show the t9 compression fracture has not become more compressed, and quite possibly could be healing. Diagnosis: t9 compression fracture. (B)(6) 2011: the patient presented for injections into the ankle with 1cc steroid/ combination. (B)(6) 2011: the patient presented for x-rays of the lumbar spine that show significant degenerative changes and spondylosis, with no obvious fractures. Old t9 compression fracture. Diagnosis: lumbar spondylosis, status post previous lumbar decompression and fusion, thoracic spondylosis. (B)(6) 2011: the patient presented with little toe p2 fracture; lateral epicondylitis; bilateral ankle arthropathy. X-rays show the toe is still aligned good, and the elbow shows no significant abnormalities. Both ankles were injected with 1 cc steroid. (B)(6) 2011: the patient presented with the following preoperative diagnoses: chronic low back pain; multilevel degenerative disk disease with facet arthropathy; diffuse disk bulge at l3-4; previous l4-5 and l5-s1 decompression. The patient underwent a therapeutic lumbar esi under fluoroscopic guidance. (B)(6) 2011: the patient presented with chronic low back pain; multilevel degenerative disk disease with stenosis and disc bulges at l3-4; and status post posterior fusion with pedicle screws at l4-s1. The patient underwent a repeat therapeutic lumbar esi under fluoroscopic guidance. (B)(6) 2012: the patient presented with the following preoperative diagnoses: chronic low back pain; multilevel degenerative disc disease with stenosis and disk bulges at l3-4; posterior fusion with pedicle screws at l4-s1. The patient underwent a repeat therapeutic lumbar esi under fluoroscopic guidance. (B)(6) 2012: the patient presented with back pain. The patient had 1cc of steroid, marcaine, and lidocaine injected into his ankles. (B)(6) 2012: the patient presented with pain even after epidural steroid injections. (B)(6) 2012: the patient presented for back injections of 2 cc marcaine, 2cc lidocaine, and 2cc depo medrol. He is not having any significant radicular symptoms but a lot more back pain. X-rays taken of the lumbar spine show his beautiful fusion at l4-5 and l5-s1 with some retrolisthesis of 3 on 4 which does not seemed to have changed much. Diagnosis: lumbar spondylosis and retrolisthesis. (B)(6) 2012: the patient presented with right knee degenerative joint disease and bilateral ankle arthritis. (B)(6) 2012: the patient presented for MRI of the right knee. Impression: suspect tear involving the posterior horn of the medial meniscus; small moderate sized joint effusion; intercondylar notch cyst; chondromalacia of the patella. (B)(6) 2012: the patient presented with low back pain. The patient underwent paralumbar injections where he is having pain. He also has a medial meniscus tear and needs a right knee arthroscopy. (B)(6) 2012: the patient presented with worsening back pain and bilateral leg pain. X-rays taken show a beautiful fusion at both l4-5 and l5-s1, but he has some retrolisthesis of l3 on l4 and it looks like he has go foraminal narrowing. Diagnosis: lumbar retrolisthesis and foraminal narrowing. (B)(6) 2012: the patient presented for MRI of the lumbar spine. Impression: l3-4 disc is slightly more desiccated and narrowed, endplate signal changes have developed, slight increase in central canal and foraminal narrowing. (B)(6) 2012: the patient presented for MRI of the lumbar spine that shows some very significant endplate signal changes and stenosis above his fusion at l3-4. The patient had injections into the back of 2cc marcaine, 2cc lidocaine, and 2cc of depo medrol. Diagnosis: lumbar stenosis. (B)(6) 2013: the patient presented with a diagnosis of retrolisthesis at l3 on l4, with significant disc collapse. The patient is having worsening lower back pain, more on the right side, right hip and elg pain on the left and the right. On the left he has numbness in his first two digits. The patient has decreased range of motion. X-rays show l4-5, l5-s1 fusions, which appear very solidly fused. He has retrolisthesis at 3 on 4 with significant disk collapse at that level. (B)(6) 2013: the patient presented for MRI of the lumbar spine. Impression: post-surgical changes at the l4 and l5 levels; degenerative disc disease at the l3 level with moderate-severe central canal stenosis. (B)(6) 2013: the patient presented for MRI of the lumbar spine which shows some fairly severe stenosis above his fusion at l3-4 both centrally and foraminally. Diagnosis: lumbar stenosis.